Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the coupling on the tool side was out of specification, the rotary knob mechanism had been released from the saw blade holder. It was also noted that the device failed pre-test for check the saw blade coupling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the battery oscillator handpiece device saw vibrated and was loose. This event did not occur during surgery. There was no patient involvement. The exact date of this event was unknown. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.